Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
The healthcare provider (hcp) reported a "patient with urgency urinary incontinence, status post successful state 1" therapy "greater than 50% reduction bladder symptoms." Surgical findings were a malfunction of the pulse generator, which caused damage to the placed sacral lead, which required full implant and replacement of sacral lead. The explant was reported to have occurred on (B)(6) 2015. Attempt is being made to obtain patient/device information that was missing from attached medwatch.